Event description:
Patient was presented to the interventional lab for an angioplasty procedure of the cephalic vein (side unknown). The vessel was described as moderately calcified and mildly tortuous, with an 80% stenosis. The information received states that the product was properly inspected and prepped, and appeared perfect before it was used in the patient. When the physician placed the balloon at the lesion, upon inflation with an indeflator, the balloon ruptured at 8 atmospheres. There is no information as to where the physician made access to the patient, the size sheath that was used in the procedure, or if there was any difficulty accessing the lesion with a guidewire. The ruptured balloon was safely removed from the patient and another balloon was used to complete the procedure. There was no adverse consequence to the patient.